Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. The patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with cefazolin (dose, frequency, route, and duration not reported) and ceftazidime (dose, frequency, route, and duration not reported) for peritonitis. The action taken with dianeal therapy was not reported. The outcome of the peritonitis was not reported. No additional information is available.